Event description:
Subsequent to the initially filed report, the following information was received: two sutures were successfully placed prior to the procedure. Post procedure, the knots were successfully advanced and tightened (worked as intended) however, complete hemostasis of the large hole was not achieved. A third proglide device was attempted but the suture was not present when the plunger was removed (a cuff miss occurred). A fourth device was deployed to achieve complete hemostasis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The first proglide device was placed as intended. Reportedly, during use of the second proglide the suture was not present when the plunger was removed (a cuff miss occurred). The suture of one new proglide device was successfully pre-placed. The aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.